Manufacturer narrative:
Film evaluation summary; the reported inability to remove the bifurcate delivery system was confirmed; however, the exact cause could not be determined from the re turned films. It is possible that the patient¿s pre-existing condition, implanting into the previously placed artificial thoraco-abdominal graft (off-label use), may have led to the delivery system becoming caught and unable to be removed from the patient. The cause of death also could not be determined. It appears most likely that this was procedure caused by the extended procedure time due the implant complications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. The patient had a previous arch and thoracoabdominal replacement. It was reported during the index procedure after embolization of the right internal iliac artery (iia), the main device was inserted over a non mdt stiff guidewire via the left approach, and the delivery system was advanced to the target position (just below the abdominal partial branch). The physician encountered some resistance, and it was suspected that the delivery system had become stuck somewhere in the artificial blood vessel. After the deployment and implantation of the main device, an attempt was made to remove the delivery system however it was unable to be removed. Fluoroscopy demonstrated that neither the tip nor the spindle had interacted with the suprarenal stent of the endurant main body. After several methods to remove were attempted unsuccessfully the physician elected to perform a laparotomy with partial explant of the endurant main body and insert a y-graft replacement. 3 stents were unable to be removed from the proximal region. Another unsuccessful attempt was made to remove the delivery system so the physician elected to cut the shaft part on the tip with a wire cutter. Via the delivery system, the cut distal part was able to be removed outside the patient¿s body however the proximal part (the distal tip, the spindle part, the shaft part) remained inside the patient¿s body (inside the artificial blood vessel). The y-graft replacement was performed directly, and the incision closed. The proximal anastomosis during the y-graft replacement was performed with the whole graft part of endurant. The physician planned to remove the remaining delivery system at a later date once the patient had recovered however it was reported 2 days post the index procedure the patient expired. Per the physician the cause of death was due to intestinal necrosis. Per the physician the cause of the delivery system becoming stuck was unknown, however commented that when the guidewire was passed through, there was a possibility that the gw passed through the thread seam of the distal anastomosis in the thoracoabdominal replacement.